Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pacemaker is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There are no manufacturing related issues that would have contributed to this event. The root cause this event cannot be confirmed with the available information; however, patient and/or procedural related factors may have caused or contributed the patient's complete heart block. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this patient experienced complete heart block six (6) days post-avr. As reported, the annulus, the aortic wall and sub-annular structures were very calcified and with an hypertrophic ventricle not treated. The event was not detected immediately after the procedure but at ECG prior to discharge. A permanent pacemaker was implanted. The patient outcome was noted as to be fine.